Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device at level c5-6 on (B)(6) 2021. Patient began experiencing radicular symptoms and the implant was removed on (B)(6) 2024. The patient was converted to a two level acdf. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the implant was not returned following removal surgery, additionally, no pre-removal imaging was provided. The removal was due to ongoing radicular symptoms, a reason that the therapy / device was not effective is unknown. This submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c device at level c5-6 on (B)(6) 2021. Patient began experiencing radicular symptoms and the implant was removed on (B)(6) 2024. The patient was converted to a two level acdf.